Manufacturer narrative:
Investigation: visual inspection: during the investigation, dry deposits on the devices were determined. Permeability test: a permeability test has shown that all components are permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions are fully operational and the braking forces are within the given tolerances. Internal inspection : after dismantling of the valves, no deposits were found in both valves. To make possible proteins/deposits in the valves visible, the valves were placed in a staining solution. After staining, minimal colored deposits were visible. Results : in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the valves. Based on our investigation results, we can determine no functional deviation in the shunt system. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx844t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 45 years. Height: 165 centimeters. Weight: 75 kilograms. Gender: female.